Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres for approximately 10 seconds. The procedure was completed with a different device. There were no patient complications as a result of this event.